Event description:
Allegedly the tip broke off upon tightening of screw. The tip remains in the screw head flush and would be impossible to remove.

Manufacturer narrative:
This is a reportable malfunction. The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Visually examined. Complaint reviewed and analysis showed no trend for (B)(4), lot no: 705446. Photographic images made. Device history record reviewed. Evidence that product in specification when used.